Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarms is not able to be confirmed. The pump has been serviced by a teleflex field service engineer, and the reported issue could not be duplicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) serviced the iabp and could not duplicate the issue. Fse ran the iabp for 2 hours and no helium alarm occurred. A leak test was preformed and both tests passed. The fse performed functional checks and passed all.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a helium leak/volume alarm that occurred every 45 min during use on a patient.

Manufacturer narrative:
Qn#: (B)(4). Other remarks: the field service engineer (fse) serviced the iabp and could not duplicate the issue. Fse ran the iabp for 2 hours and no helium alarm occurred. A leak test was preformed and both tests passed. The fse performed functional checks and passed all.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had a helium leak/volume alarm that occurred every 45 min during use on a patient.